Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient who had been down for an hour with electrode pads, the device would not discharge. Complainant indicated that the patient expired, however, it was not a result of the reported malfunction.